Event description:
It was reported that this left ventricular lead was suspected to be fractured. The capture threshold had increased to higher than 5 v. A new lead of the same model was successfully implanted and no additional adverse patient effects were reported. It is unknown whether the original lead remains in the patient or was removed.